Event description:
It was reported that during a laparoscopic gastric bypass, the surgeon used the device as indicated. After firing the instrument, the surgeon noted difficulty in removing the stapler. After rotating the instrument 360 degrees, the device slowly released from the tissue. Upon inspection of the anastomosis, a large hole was noted. The surgeon over-sewed the hole with 2.0 vicryl plus.